Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 15 mm amplatzer septal occluder (aso) was implanted. On (B)(6) 2017, the aso was found to have embolized to the aorta. The aso was percutaneously removed on (B)(6) 2017 with an antra snare. The patient is reported to be stable.